Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message "system error, out of service, revert to manual CPR" was confirmed during archive review and initial functional testing. The drive train needs to be replaced to remedy the reported issue. The customer has denied the repair; therefore, the platform will be scrapped. The autopulse platform was manufactured in 2006 and has exceeded the expected service life of five years. No physical damage was observed during visual inspection. During archive data review, system error 139 (unable to hold compression position) was noted on 05/30/2017 but not on the customer reported event date of (B)(6) 2018. The platform failed the initial functional testing due to error message "system error, out of service, revert to manual CPR" during power up. The root cause was due to the drive train motor brake assembly air gap was too wide (out of specification). The brake gap could not be readjusted and continues to open out of specification. The setscrews would not lock into the encoder shaft dimple locking wells and caused the brake to disengage. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4).

Event description:
During device check, the autopulse platform (sn: (B)(4)) was displaying an error message " system error, out of service, revert to manual CPR". No patient was involved.